Event description:
It was reported that before an unknown procedure, the clip would not come out properly after firing. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: in the event which firing of the device did this event occur on? Ligating cystic artery. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Did the clip feed sideways, slow feed or multiple feed? Slow feed. How was the clip formed correctly, scissored, clip gap or pear shaped? Clip gap. Was there any torquing or twisting of the device present at the time of firing? No, other information is available at this time. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned with the top and lower shrouds broken. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed seven clips; the remaining clip was not properly fed into the jaws causing the clip to be ejected. Upon further analysis, it was noted that the top and lower shroud were broken causing the feeding issue. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned with the top and lower shrouds broken. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed sixteen clips; the remaining clip was not properly fed into the jaws causing the clip to be ejected. Upon further analysis, it was noted that the top and lower shroud were broken causing the feeding issue. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h9247e, expiration date: 08/2016, manufacturing date: 09/2011, (B)(4).